Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings. No defect found, unable to duplicate the complaint. The pump history shows the pump was running on default date/yr beginning at (B)(6) 2015 06:43 until (B)(6) 2015 09:16 when a manual date/time change was made. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged an inaccurate delivery issue. The patient had a blood glucose (bg) of 494 mg/dl, with extreme thirst. The patient was unable to troubleshoot the pump. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.